Event description:
It was reported that there was a coupling problem. It was noted that they were only able to get a max of 2 coupling bars filled. It was noted that the patient did have swelling after the implant and had some still. It was noted that the patient could feel all 4 corners of the implantable neurostimulator (ins) and that it did not feel greater than 1 cm deep. Additional information received reported that an x-ray would be taken ¿in the next week or so¿ to check the depth of the implantable neurostimulator. Follow up reported the patient was supposed to have a pocket revision in the next two weeks. Further follow up reported the patient had a pocket revision a few weeks prior and was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 97791, lot# n391114, implanted: (B)(6) 2013. Product type: accessory: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).